Manufacturer narrative:
Block e1: initial reporter facility name: (b)(6; reported here as the facility name exceeded character limit for the designated field. Block h6: imdrf impact code f1001 captures the reportable event of cancelled procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used to treat a bile leakage after an abdominal tumor surgery during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the duodenal papilla was incised after entering the endoscope. The stent was not successfully placed after entering the common bile duct along the guidewire. The device was removed, and the procedure was not completed. No known patient complications were reported as a result of this event and the patient's condition following the procedure remained stable.